Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 reader. The customer observed an "errc-2" message rendering him unable to obtain glucose readings. Customer experienced a flush of heat, shaking, seizure, and loss of consciousness; however, customer was able to regain composure and self-treat with insulin (dose/type unknown) and sugar. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Performed built in reader test, did not observe error message, tests passed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 reader. The customer observed an "errc-2" message rendering him unable to obtain glucose readings. Customer experienced a flush of heat, shaking, seizure, and loss of consciousness; however, customer was able to regain composure and self-treat with insulin (dose/type unknown) and sugar. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.